Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. The event of sjogrens syndrome is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: sjorgens syndrome and discomfort. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported sjogren's syndrome and "discomfort." This record refers to the left side. Device remains implanted with no treatment scheduled.

Manufacturer narrative:
In response to FDA report number: mw5101684. Continued h6 -- health effect - impact code: f2203. Additional, changed, and/or corrected data: a6, b5, b6, b7, e4, g1, g2, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "chest lymph nodes were enlarged;" "mammary lymph nodes were even more enlarged".

Event description:
Patient reported that MRI showed "chest lymph nodes were enlarged." Subsequent MRI showed "mammary lymph nodes were even more enlarged."